Event description:
Customer called to report a leak inside the coulter hmx analyzer with autoloader. Customer also reported that the latron scatter mean was running on the lower side of the range. Customer stated that no one was harmed by or exposed to the leak, and that no patient samples or results were affected by the leak. The field service engineer (fse) found that the tubing through pv49 was split. The fse replaced the tubing and verified the repairs per established procedures. The root cause for the leak is attributed to the tubing through pv49 being split.

Manufacturer narrative:
(B)(4).